Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 3 of 5. Related manufacturer reference number: 1627487-2019-07157. 3006705815-2019-02311. 1627487-2019-07159. 1627487-2019-07160.

Manufacturer narrative:
Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 3 of 5. Related manufacturer reference number: 1627487-2019-07157, 3006705815-2019-02311, 1627487-2019-07159, 1627487-2019-07160. It was reported by the abbott marketing call center from the patient, that the patient¿s entire scs system was explanted shortly after implant due to an infection. The patient does not remember the exact date the system was explanted.